Event description:
The manufacturer received an article regarding the side effects of vns and right sided vns patients. In the article "right-sided vagus nerve stimulation: worldwide collection and perspectives" 18 vns experts answered a survey sent by the organizers citing 38 cases of right sided vns patients. The article documents the reasons and post op complications associated with right sided vns. The following complaints were observed prior to right sided vns implant: nine counts of previous infection, and 18 counts of previous lead breakages. The following complaints were observed post right sided vns implant: one count stimulation-induced bradycardia, two counts of first degree atrio ventricular block, one infection requiring removal/revision. Further in the article complications were expanded upon, citing some patients presented with complications of delayed bradycardia induced by stimulation and one patient was diagnosed with stimulation related sleep apnea. During attempted left-sided implant surgery, one patient presented significant adhesions with profuse bleeding on manipulation of major vessels. One count stimulation-induced bradycardia, sleep apnea, and significant adhesions with profuse bleeding on manipulation of major vessels has already been precisely captured. In this report, the adverse events of infection at the lead site (3 cases, as the other 7 are already captured) will be captured. Also, this report includes 11 of the 18 lead fractures as 7 of the observed lead fractures are already captured in previous reports. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.